Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had a blank screen display even after battery changes. Customer also reported that insulin pump was damaged. Customer reported that the top of the insulin pump between the reservoir and battery compartment was broken and glued together. Customer also reported that insulin pump was exposed to moisture. Customer's blood glucose was 73 mg/dl and was treated with food. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump had a blank display due to corrosion on the electronics. Unable to perform the idle current, run current, self-test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or verify the button error alarm, history file, or low battery alarm due to the blank display. The pump was received with a stripped battery cap coin slot, minor scratches on the display window, a cracked reservoir tube lip, a dented case, a broken belt clip slot and glue on the case at the belt clip slot.